Manufacturer narrative:
Internal insulation abrasions were found between 7.1-7.2cm, 7.8cm to 9.3cm and 10.1cm to 11.2cm from distal tip. Etfe coating was intact at these locations. Internal insulation abrasions under rv shock coil were found at 5.6cm to 7.2cm (etfe coating of rv cable was intact) and 6.6-7.2cm (etfe coating of re cable was abraded) from distal tip. The damaged re cable could contribute to the reported noise.

Event description:
It was reported that the lead was explanted and replaced due to noise.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.